Event description:
Overinfusion. Hosp reported the pump rate set at 100ml/hr and 1000 mls were delivered in two hrs. There were no long lasting effects to the pt. Hosp biomedical engineering tested the pump and found no problems.